Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient experienced poor vision. The multifocal iol was a mismatch for the patient. The iol was replaced with a different manufacturer's iol of a different power. The patient has recovered.

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported deviation of the iol power that occurred following a cataract surgery with an intraocular lens (iol) implantation. The iol was exchanged with a new iol. The iol product sample was discarded because the patient had a preoperative infection. Additional information has been requested.